Manufacturer narrative:
The insulin pump had missing segments due to cracked and bleeding lcd glass. Unable to perform displacement test and self-test due to lcd damage. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with reading the display on their insulin pump. The customer states the numbers are fading and the screen is not damaged or scratched. The customer states the device was not dropped, bumped or exposed to moisture. The customer's blood glucose level at the time of incident was unknown. The customer was advised the pump would have to be replaced and returned for analysis.